Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent an unrelated procedure. During procedure, the patient received multiple high voltage (hv) shocks due to electrocautery. Upon interrogation post procedure, an alert for possible high voltage circuit damage was detected. Device restoration was performed. During the device restoration while the implantable cardioverter defibrillator was in backup vvi mode, it was noted that the patient heart rate increased over the cut off due to atrial fibrillation (afib) with rapid ventricular response (rvr) and the patient subsequently received two additional high voltage shocks. The patient has an ongoing atrial fibrillation condition, that resulted in inappropriate therapy during device reprogramming. A magnet was retrieved to disable implantable cardioverter defibrillator until the device was restored. The patient was stable post interrogation and recovering post procedure.